Event description:
It was reported during a shoulder procedure, when opening the box of a healicoil knotless anchor, the anchor slipped out of the white sterile wrapper, it has not been sealed correctly as this was a brand new anchor; the anchor was broken at the tip also. The procedure was successfully completed with no delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection revealed that the distal tip and inner plug was not returned. The plug inserter was engaged all the way. The healicoil is intact and was advanced from its original position. No sterile packaging was returned only the blister pack. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review for break found similar reported events. A complaint history review for unsterile product found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A review of the packaging process found the operator must confirm the presence of seals on all edges of the pouch and should verify pouch is free of pin holes, cuts and seal defects. The root cause for not sealed correctly could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include improper transport or storage. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended excessive force on insertion. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported during a shoulder procedure, when opening the box of a healicoil knotless anchor, the anchor slipped out of the white sterile wrapper, it has not been sealed correctly as this was a brand new anchor; the anchor was broken at the tip also. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay. No patient complications were reported.